Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. Reprogramming was performed and the lead remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. Reprogramming was performed. It was further reported that the lead was explanted and replaced. The patient is enrolled in the painfree sst study. No further patient complications have been reported as a result of this event.